Event description:
It was reported that one unit of prismaflex tpe2000 set had an external fluid leakage from the spike during treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual sample was not available; however, a photograph and video of the sample were provided for evaluation. Visual inspection revealed that the replacement spike was cracked. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.